Event description:
Rotator broke during angiography using a micro catheter which occurred twice in a row. Actual pressure 920 psi. (This report is one of two for reported device. The second device noted in this event is reported on MDR number 1721504-2009-00112).

Manufacturer narrative:
Conclusion: a follow-up report will be submitted when the device evaluation has been completed.